Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 730259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal infection ("vaginal tract infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), tooth disorder ("dental problems"), vitreous floaters ("vision/eye problems type: floaters"), vision blurred ("blurred vision"), fatigue ("fatigue"), functional gastrointestinal disorder ("gastrointestinal or digestive system condition type: bowel dysfunctions"), alopecia ("hair loss"), bladder disorder ("bladder problems") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vitamin d deficiency ("vitamin d deficiency"), feeling abnormal ("neurological conditions or problems type: brain fog"), urinary tract disorder ("bladder or urinary problems or changes"), back pain ("lower back pain") and myalgia ("muscle pain"). The patient was treated with surgery (hysterectomy (partial) salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hot flush, night sweats, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, vaginal infection, depression, anxiety, rheumatoid arthritis, migraine, anaemia, vitamin d deficiency, nausea, tooth disorder, feeling abnormal, vitreous floaters, vision blurred, fatigue, weight increased, functional gastrointestinal disorder, alopecia, bladder disorder, urinary tract disorder, vulvovaginal pain, back pain and myalgia outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, anxiety, back pain, bladder disorder, depression, fatigue, feeling abnormal, functional gastrointestinal disorder, hot flush, menorrhagia, migraine, myalgia, nausea, night sweats, pelvic pain, rheumatoid arthritis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d deficiency, vitreous floaters, vulvovaginal pain and weight increased to be related to essure. The reporter commented: right fallopian tube: 4. Left fallopian tube: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2018: final pathologic diagnosis: a. Right fallopian tube: fallopian tube without significant pathologic abnormality. B. Right fallopian tube: paratubal cyst. C. Uterus: disordered proliferative endometrium. Myometrium without significant pathologic abnormality. Bilateral essure devices in place. Ultrasound pelvis - on (B)(6) 2017: impression: bilateral fallopian tube essure device right ovarian 28 mm cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet & mr received: lot no. Was added. New events - hormonal changes describe: hot flashes, night sweats, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickel allergy, infection (bladder/ urinary tract/vaginal) type:uti, vaginal tract, psychological or psychiatric problems condition: depression/ anxiety, autoimmune disorder type of disorder: rheumatoid arthritis, bladder or urinary problems or changes, migraines / headaches, blood or heart disorder/condition type: anemia, vitamin d deficiency, nausea, dental problems, neurological conditions or problems type: brain fog, nickel allergy, pain, vision/eye problems type: floaters/blurred vision, fatigue, weight gain, gastrointestinal or digestive system condition type: bowel dysfunctions and hair loss were added. Reporter's information, patient demography, lab data, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 730259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, itching, umbilical hernia, irregular menstruation and bone disorder. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal tract infection"), urinary tract infection ("uti"), vulvovaginal pain ("vaginal pain"), hot flush ("hot flashes"), night sweats ("night sweats"), depression ("depression"), anxiety ("anxiety"), rheumatoid arthritis ("rheumatoid arthritis"), migraine ("migraines / headaches"), anaemia ("anemia"), nausea ("nausea"), tooth disorder ("dental problems"), vitreous floaters ("floaters"), vision blurred ("blurred vision"), fatigue ("fatigue"), functional gastrointestinal disorder ("bowel dysfunctions"), alopecia ("hair loss") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("lower back pain"), urinary tract disorder ("bladder or urinary problems or changes"), vitamin d deficiency ("vitamin d deficiency"), feeling abnormal ("brain fog"), myalgia ("muscle pain") and metal poisoning ("metal poisoning effect"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, menorrhagia, back pain, vaginal haemorrhage, vaginal infection, urinary tract infection, urinary tract disorder, vulvovaginal pain, hot flush, night sweats, depression, anxiety, rheumatoid arthritis, migraine, anaemia, vitamin d deficiency, nausea, tooth disorder, feeling abnormal, vitreous floaters, vision blurred, fatigue, weight increased, functional gastrointestinal disorder, alopecia, bladder disorder, myalgia and metal poisoning outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, anxiety, back pain, bladder disorder, depression, fatigue, feeling abnormal, functional gastrointestinal disorder, hot flush, menorrhagia, metal poisoning, migraine, myalgia, nausea, night sweats, pelvic pain, rheumatoid arthritis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d deficiency, vitreous floaters, vulvovaginal pain and weight increased to be related to essure. The reporter commented: right fallopian tube: 4; left fallopian tube: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2018: final pathologic diagnosis: a. Right fallopian tube: fallopian tube without significant pathologic abnormality. B. Right fallopian tube: paratubal cyst. C. Uterus: disordered proliferative endometrium. Myometrium without significant pathologic abnormality. Bilateral essure devices in place. Ultrasound pelvis - on (B)(6) 2017: impression: bilateral fallopian tube essure device; right ovarian 28 mm cyst. Lot number: 730259 manufacture date: 2010-03, expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New events metal poisoning effect was added. Reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 730259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, itching, umbilical hernia, irregular menstruation and bone disorder. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), heavy menstrual bleeding ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal tract infection"), urinary tract infection ("uti"), vulvovaginal pain ("vaginal pain"), hot flush ("hot flashes"), night sweats ("night sweats"), depression ("depression"), anxiety ("anxiety"), rheumatoid arthritis ("rheumatoid arthritis"), migraine ("migraines / headaches"), anaemia ("anemia"), nausea ("nausea"), tooth fracture ("dental problems/sudden ur tooth broke: unfortunately"), vitreous floaters ("floaters"), vision blurred ("blurred vision"), fatigue ("fatigue"), functional gastrointestinal disorder ("bowel dysfunctions"), alopecia ("hair loss") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain ("lower back pain"), urinary tract disorder ("bladder or urinary problems or changes"), vitamin d deficiency ("vitamin d deficiency"), feeling abnormal ("brain fog"), myalgia ("muscle pain") and metal poisoning ("metal poisoning effect"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, heavy menstrual bleeding, back pain, vaginal infection, urinary tract infection, vulvovaginal pain, hot flush, night sweats, depression, anxiety, rheumatoid arthritis, migraine, anaemia, vitamin d deficiency, nausea, tooth fracture, feeling abnormal, vitreous floaters, vision blurred, fatigue, weight increased, functional gastrointestinal disorder, alopecia, bladder disorder, myalgia and metal poisoning outcome was unknown, the vaginal haemorrhage had resolved and the urinary tract disorder had not resolved. The reporter considered allergy to metals, alopecia, anaemia, anxiety, back pain, bladder disorder, depression, fatigue, feeling abnormal, functional gastrointestinal disorder, heavy menstrual bleeding, hot flush, metal poisoning, migraine, myalgia, nausea, night sweats, pelvic pain, rheumatoid arthritis, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d deficiency, vitreous floaters, vulvovaginal pain and weight increased to be related to essure. The reporter commented: right fallopian tube: 4; left fallopian tube: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2018: final pathologic diagnosis: a. Right fallopian tube: fallopian tube without significant pathologic abnormality. B. Right fallopian tube: paratubal cyst. C. Uterus: disordered proliferative endometrium. Myometrium without significant pathologic abnormality. Bilateral essure devices in place. Ultrasound pelvis - on (B)(6) 2017: impression: bilateral fallopian tube essure device; right ovarian 28 mm cyst. Weight - on an unknown date: lost 7 pounds. Lot number: 730259. Manufacture date: 2010-03. Expiration date: 2013-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no: 730259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, itching, umbilical hernia, irregular menstruation and bone disorder. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal tract infection"), urinary tract infection ("uti"), vulvovaginal pain ("vaginal pain"), hot flush ("hot flashes"), night sweats ("night sweats"), depression ("depression"), anxiety ("anxiety"), rheumatoid arthritis ("rheumatoid arthritis"), migraine ("migraines / headaches"), anaemia ("anemia"), nausea ("nausea"), tooth disorder ("dental problems"), vitreous floaters ("floaters"), vision blurred ("blurred vision"), fatigue ("fatigue"), functional gastrointestinal disorder ("bowel dysfunctions"), alopecia ("hair loss") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain ("lower back pain"), urinary tract disorder ("bladder or urinary problems or changes"), vitamin d deficiency ("vitamin d deficiency"), feeling abnormal ("brain fog"), myalgia ("muscle pain") and metal poisoning ("metal poisoning effect"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, menorrhagia, back pain, vaginal infection, urinary tract infection, vulvovaginal pain, hot flush, night sweats, depression, anxiety, rheumatoid arthritis, migraine, anaemia, vitamin d deficiency, nausea, tooth disorder, feeling abnormal, vitreous floaters, vision blurred, fatigue, weight increased, functional gastrointestinal disorder, alopecia, bladder disorder, myalgia and metal poisoning outcome was unknown, the vaginal haemorrhage had resolved and the urinary tract disorder had not resolved. The reporter considered allergy to metals, alopecia, anaemia, anxiety, back pain, bladder disorder, depression, fatigue, feeling abnormal, functional gastrointestinal disorder, hot flush, menorrhagia, metal poisoning, migraine, myalgia, nausea, night sweats, pelvic pain, rheumatoid arthritis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d deficiency, vitreous floaters, vulvovaginal pain and weight increased to be related to essure. The reporter commented: right fallopian tube: 4; left fallopian tube: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Pathology test: on (B)(6) 2018: final pathologic diagnosis: a. Right fallopian tube: fallopian tube without significant pathologic abnormality. B. Right fallopian tube: paratubal cyst. C. Uterus: disordered proliferative endometrium. Myometrium without significant pathologic abnormality. Bilateral essure devices in place. Ultrasound pelvis: on (B)(6) 2017: impression: bilateral fallopian tube essure device; right ovarian 28 mm cyst. Weight: on an unknown date: lost 7 pounds. Lot number: 730259, manufacture date: 2010-03, expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media comment received. Outcome for vaginal bleeding updated to recovered and urinary tract disorder updated to not recovered. New reporter added. Lab data information updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 730259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, itching, umbilical hernia, irregular menstruation and bone disorder. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), heavy menstrual bleeding ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal tract infection"), urinary tract infection ("uti"), vulvovaginal pain ("vaginal pain"), hot flush ("hot flashes"), night sweats ("night sweats"), depression ("depression"), anxiety ("anxiety"), rheumatoid arthritis ("rheumatoid arthritis"), migraine ("migraines / headaches"), anaemia ("anemia"), nausea ("nausea"), tooth fracture ("dental problems/sudden ur tooth broke: unfortunately"), vitreous floaters ("floaters"), vision blurred ("blurred vision"), fatigue ("fatigue"), functional gastrointestinal disorder ("bowel dysfunctions"), alopecia ("hair loss") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain ("lower back pain"), urinary tract disorder ("bladder or urinary problems or changes"), vitamin d deficiency ("vitamin d deficiency"), feeling abnormal ("brain fog"), myalgia ("muscle pain") and metal poisoning ("metal poisoning effect"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, heavy menstrual bleeding, back pain, vaginal infection, urinary tract infection, vulvovaginal pain, hot flush, night sweats, depression, anxiety, rheumatoid arthritis, migraine, anaemia, vitamin d deficiency, nausea, tooth fracture, feeling abnormal, vitreous floaters, vision blurred, fatigue, weight increased, functional gastrointestinal disorder, alopecia, bladder disorder, myalgia and metal poisoning outcome was unknown, the vaginal haemorrhage had resolved and the urinary tract disorder had not resolved. The reporter considered allergy to metals, alopecia, anaemia, anxiety, back pain, bladder disorder, depression, fatigue, feeling abnormal, functional gastrointestinal disorder, heavy menstrual bleeding, hot flush, metal poisoning, migraine, myalgia, nausea, night sweats, pelvic pain, rheumatoid arthritis, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d deficiency, vitreous floaters, vulvovaginal pain and weight increased to be related to essure. The reporter commented: right fallopian tube: 4; left fallopian tube: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2018: final pathologic diagnosis: a. Right fallopian tube: fallopian tube without significant pathologic abnormality. B. Right fallopian tube: paratubal cyst. C. Uterus: disordered proliferative endometrium. Myometrium without significant pathologic abnormality. Bilateral essure devices in place. Ultrasound pelvis - on (B)(6) 2017: impression: bilateral fallopian tube essure device; right ovarian 28 mm cyst. Weight - on an unknown date: lost 7 pounds. Lot number: 730259 manufacture date: 2010-03 expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media received. Previously added event dental disorder nos was updated to tooth fracture. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 730259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, itching, umbilical hernia, irregular menstruation and bone disorder. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal tract infection"), urinary tract infection ("uti"), vulvovaginal pain ("vaginal pain"), hot flush ("hot flashes"), night sweats ("night sweats"), depression ("depression"), anxiety ("anxiety"), rheumatoid arthritis ("rheumatoid arthritis"), migraine ("migraines / headaches"), anaemia ("anemia"), nausea ("nausea"), tooth disorder ("dental problems"), vitreous floaters ("floaters"), vision blurred ("blurred vision"), fatigue ("fatigue"), functional gastrointestinal disorder ("bowel dysfunctions"), alopecia ("hair loss") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain ("lower back pain"), urinary tract disorder ("bladder or urinary problems or changes"), vitamin d deficiency ("vitamin d deficiency"), feeling abnormal ("brain fog") and myalgia ("muscle pain"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, menorrhagia, back pain, vaginal haemorrhage, vaginal infection, urinary tract infection, urinary tract disorder, vulvovaginal pain, hot flush, night sweats, depression, anxiety, rheumatoid arthritis, migraine, anaemia, vitamin d deficiency, nausea, tooth disorder, feeling abnormal, vitreous floaters, vision blurred, fatigue, weight increased, functional gastrointestinal disorder, alopecia, bladder disorder and myalgia outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, anxiety, back pain, bladder disorder, depression, fatigue, feeling abnormal, functional gastrointestinal disorder, hot flush, menorrhagia, migraine, myalgia, nausea, night sweats, pelvic pain, rheumatoid arthritis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d deficiency, vitreous floaters, vulvovaginal pain and weight increased to be related to essure. The reporter commented: right fallopian tube: 4; left fallopian tube: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2018: final pathologic diagnosis: a. Right fallopian tube: fallopian tube without significant pathologic abnormality. B. Right fallopian tube: paratubal cyst. C. Uterus: disordered proliferative endometrium. Myometrium without significant pathologic abnormality. Bilateral essure devices in place. Ultrasound pelvis - on (B)(6) 2017: impression: bilateral fallopian tube essure device; right ovarian 28 mm cyst. Lot number: 730259, manufacture date: 2010-03, expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. On 5-feb-2020: medical record received-reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.